Manufacturer narrative:
The device has been received. An investigation has been initiated based upon the reported information.

Event description:
The physician inserted a wire into the bone. The physician used the depth gauge to determine the size screw to use. When the physician wanted to put in place the stabilization screw, the physician found implantation impossible with the hand screwdriver. The physician attempted to bore the screw in with a power screwdriver. The physician inserted the screw until the beginning of the threaded head, but the physician again found insertion impossible. The physician took out the screw. Then the physician drilled and placed a bold screw.